Event description:
(B)(4). The device was implanted and immediately caused severe pain and cramping. I was told I would be able to go home 30 minutes after the procedure was done and was gonna get by on ibuprofen and/or acetaminophen, but I ended up staying most of the day getting IV shots of morphine. The extreme pain hasn't stopped yet.